Manufacturer narrative:
Results: DHR review was performed on the following lot number 6293887 per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Received one used iag/bc 22ga catheter/adapter assembly with no package from the lot number 6293887. Visual/microscopic examination: white fm was present at the tip the catheter tubing. The fm was identified to be non-foreign (plug shavings)the plug shavings (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Conclusions: the defect of foreign matter, as stated in the pir, was confirmed with the returned catheter/adapter assembly provided for this incident. Confirmed there was non-foreign (plug shavings) at the tip of catheter/adapter assembly. Did the evaluation confirm the customer¿s experience with the bd product? Yes: confirmation of the failure of foreign matter was conclusive with two of the units, based on the observations of the three units received for this incident. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Root cause: relationship of device to the reported incident: the fm observed on the tip of the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Manufacturing was notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the tip of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter before use. There was no report of injury or medical intervention.